Manufacturer narrative:
The technician found the side rail has a broken end tube. The technician replaced the side rail end tube to resolve the issue.

Event description:
The technician alleged the side rail is not staying up. No pt impact.